Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient monitoring via an mx40 telemetry device at the information center was found on the floor on (B)(6) 2017 in his/her room between 20:15 and 20:30 and no alarm was provided at the information center. Since the device was in use and staff were not aware that the patient had fallen, the device may have been a factor in a delay of response to the patient. The patient expired.

Manufacturer narrative:
The customer contacted the customer care solutions center and field service engineer (fse) was dispatched onsite to evaluate the device. The fse and hospital biomed verified that the central monitor had both audible and visual alarms functioning during testing of the product. The fse stated that nurse manager and biomed confirmed that the event occurred at 20:26 with a code being performed at approximately 21:17. The fse was requested to determine if the patient had leads on or off at the time discovered. The fse was unable to confirm this with the customer. Logs and strips were collected and submitted for review. The strips show that the patient was monitored but an ECG inop occurred at 20:26. This was associated with an ECG leads off inop provided at the same time as a technical alert. Just prior to this, the patient had a drop in heart rate and a *hr 49<50 yellow alarm was provided at 20:25. Leads off alerts are present in the logs until 20:52 when the alarm was silenced. Additional leads off alerts are provided until 21:16 when the alarms are silenced again. At 21:19 a ***vfib/tach alarm is provided per the logs. Testing of the products involved found them operating per specification. The issue is not consistent with a malfunction of the product. The information center remains in use. The customer removed the patient's telemetry device from service pending the conclusion of the investigation. : the issue is not consistent with a malfunction of the device. A patient experienced a change in clinical condition, fell and coded. A low hr alarm was provided just prior to this occurrence and the ECG leads were displaced likely during the fall which prompted an ECG leads off inop to be provided. The inop state persisted until 20:52 when it was silenced, after which the leads remained off and additional inops were provided. These were then silenced at 21:16. The patient was stated to have been discovered with a code beginning at 21:17. Based upon the data available from the strips and log files and post incident testing of the product, no malfunction is supported. No further action or investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.